Manufacturer narrative:
Analysis summary: complaint confirmed: upon receiving the device, the blade had eschar buildup. The tip was soaked, and the device was decontaminated to continue with the analysis. Observing the device, it was noticed the heat shrink tore from both sides from the shoulder and the coating on the tip was worn off from being used during a total shoulder surgery. Duration of surgery or use of the disposable was not provided. Observing the blade, the clear and enamel coating were all worn off but does not show any indications of the coating peeling or chipped off. Before the blade was gently cleaned, the worn blade was not able to be seen until after the blade was soaked and cleaned. The coating was worn due to normal wear and tear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that after the case, the doctor noted peeling of the coating of the blade at the distal tip. There was no patient harm.